Manufacturer narrative:
(B)(6).

Event description:
It was reported the stent prematurely deployed. A 7x120x130 eluvia self-expanding stent was selected to treat in-stent restenosis of the superficial femoral artery (sfa). The patient anatomy was described as moderately tortuous, completely stenosed, with mild calcification. The anatomical location of treatment was reached via a contralateral femoral approach using a two-wire approach with two non-bsc guidewires. Resistance was noted as the device approached the lesion. Prior to when the eluvia stent was attempted to be deployed under fluoroscopy, the stent tip prematurely deployed from the outer sheath. The device was removed from the patient and exchanged for another of the same device. The procedure was completed. No patient complications were reported.

Manufacturer narrative:
E1 initial reporter address: 2-1-1 iiodori, yahaba-cho, shiwa-gun. E1 initial reporter state: iwate prefecture. Device analysis by MFR: visual examination of the returned device revealed a kink to the outer sheath at the nosecone. There are kinks to the middle sheath 12cm, 12.5cm, and 36.3cm from the distal end of the middle sheath. The stent is partially deployed 4mm from the distal end of the middle sheath. Microscopic examination revealed no additional damages. The yellow thumbwheel lock and rack are still in the manufactured position. Inspection of the remainder of the device, revealed no other damage or irregularities.

Event description:
It was reported the stent prematurely deployed. A 7x120x130 eluvia self-expanding stent was selected to treat in-stent restenosis of the superficial femoral artery (sfa). The patient anatomy was described as moderately tortuous, completely stenosed, with mild calcification. The anatomical location of treatment was reached via a contralateral femoral approach using a two-wire approach with two non-bsc guidewires. Resistance was noted as the device approached the lesion. Prior to when the eluvia stent was attempted to be deployed under fluoroscopy, the stent tip prematurely deployed from the outer sheath. The device was removed from the patient and exchanged for another of the same device. The procedure was completed. No patient complications were reported.